Event description:
The home healthcare nurse of a (B)(6), female, pt, called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the white (driven ground) and yellow (pgnd) wires were open in the trunk cable, causing the service code 204. The root cause for the open wires could not be positively identified but was likely excessive force placed on the trunk cable. No adverse event resulted from the broken wires. The pt received a replacement electrode belt.